Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use when the issue occurred and there was no actual harm or injury to a patient. The technician restarted the device three times under the guidance of a philips remote service engineer, but the issue persisted. A philips field service engineer (fse) inspected the system on site. Troubleshooting actions by the field service engineer confirmed the issue. The field service engineer formatted the image disk, repaired the database consistency, and recreated the image store which returned the system to use in good working order.

Event description:
It has been reported to philips that the hospital had a sudden power failure during a dsa operation. After the power supply was restored, the allura system did not operate. The patient was moved to a different room and the operation was completed. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use when the issue occurred and there was no actual harm or injury to a patient. The technician restarted the device three times under the guidance of a philips remote service engineer, but the issue persisted. A philips field service engineer (fse) inspected the system on site. Troubleshooting actions by the field service engineer confirmed the issue. The field service engineer formatted the image disk, repaired the database consistency, and recreated the image store which returned the system to use in good working order. The codes were updated based on the investigation outcome. The product UDI, reporting institution name and the reporting address line 1 have been updated.